Event description:
Resident being moved by arjo lift. After being placed in chair, aide went to unhook sling and the bar of lift starting descending on its own after it beeped. The hanger bar then became unclipped, and the bar fell off. The bar grazed the resident's forehead. Dates of use: 2008.